Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report a hardware error code displayed on the receiver on (B)(6)2015. Patient reset the receiver and it did not resolve the issue. Patient did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. The device was visually inspected and no defect was found. A review of the receiver data log confirmed a hardware error code. The root cause was determined to be a hardware component failure.